Event description:
It was reported that during the implant attempt, the physician had difficulty (tight) inserting the lead through the introducer with a retained guidewire. It was also reported that there was difficulty crossing the lead through the patient's tricuspid valve. It was also reported that after the lead placement, there was high impedance and intermittent capture noted through the analyzer. The lead was removed and replaced after several more placements were attempted with no success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor was distorted and stretched. The outer insulation was pulled apart (overstress) and the lead was stretched. Visual analysis noted that the lead was damaged at implant.